Event description:
It was reported that high impedances were measured on all electrode combinations except for 1 and 23. The pt can feel stimulation on these programs but only at 9 to 10.5 volts and it was a very low feeling of stimulation. The device was implanted in 2000 and after a week of having the battery the device was shut off. The pt had not used the device until (B)(6) 2011. Upon interrogation the battery was low. An x-ray was performed on (B)(6) 2011. The pt and healthcare provider (hcp) plan to proceed with a lead revision and implantable neurostimulator (ins) replacement. Add'l info has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).